Event description:
The customer reported that the device was displaying the charge pak and attention warning icons. A replacement device was provided to the customer. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. Physio replaced the analog pcb assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly, and determined that the root cause of the reported failure was a leaky capacitor, designator c177.